Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the keypad buttons were unresponsive to presses. The keypad was reportedly damaged. No further information was reported. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was confirmed to be intact. The ok and backlight buttons were found to be unresponsive to button presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).